Manufacturer narrative:
Patient medical history includes but is not limited to: aaa, hypert,ension, diverticulitis, gi bleen, coronary artery stent placement, left knee prosthetic join infection, left and right knee arthroplasty patient medications include but are not limited to: aspirin, ezetirribe, atenolol, crestor, fosinopril sodium, vitamin b complex, probiotic, super b complex, krill oil, ub. Images were provided to gore for evaluation. The results of the evaluation will be provided in a supplemental medwatch submission.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 5.3cm x 4.9cm and was implanted with gore® excluder® conformable aaa endoprostheses and the inferior mesenteric artery was embolized with penumbra ruby coils. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent follow-up computed tomography imaging which determined a kink and compression of the contralateral leg component in the right iliac artery. On (B)(6) 2022, the patient underwent reintervention two gore® viabahn® vbx balloon expandable endoprostheses were implanted on both sides. Atlas kissing balloons were used to post dilate both sides to 14mm, intravascular ultrasound (ivus) performed at this time looked great. It was noted that the aorta at the level of the bifurcation was appx 11mm and near circumferentially calcified. The patient was not symptomatic denying any claudication symptoms or any leg problems.

Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device verified that the lot(s) met all pre-release specifications. H6: code 50: the instructions for use (IFU) states the following: key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. The us clinical studies quantify significant thrombus as thrombus = 2 mm in thickness and / or = 25% of the vessel circumference in the intended seal zone of the aortic neck. Irregular calcium and / or plaque may compromise the fixation and sealing of the implantation sites. Imaging was provided to gore for evaluation and showed the following: two time-points were available for evaluation: pre-implantation cta dated (B)(6) 2021 and post-implantation cta dated (B)(6) 2021. Pre-implantation cta images appear to show: the aortic diameter at the distal waist (narrowest part of aorta between lesion and aortic bifurcation) appears to be ~12mm, in calcium. There appears to be calcium in the proximal rci. Rci diameters appear to range from ~9.1mm ¿ 10.0mm. Post-implantation cta images appear to show: images appear to show calcium at the distal waist to the aortic bifurcation for at least 15mm ¿ 18mm. Comparison axial images from both time points appear to show: pre-implant images appear to show circumferential calcium in the distal aorta. The contralateral leg appears to be compressed at the level of the calcium. Pre-implant - diameter at the distal waist appears to be 12.0mm, in calcium. Post-implant ¿ diameter at the same level appears to be 14.8mm, in calcium.

Manufacturer narrative:
An engineering evaluation was performed plc141200 device only and showed the following: the device evaluation was performed based on what was reported to gore and the imaging evaluation attached to the event as the device was not returned for analysis. The imaging evaluation reported that the contralateral leg appears to be compressed at the level where circumferential calcium was in the distal aorta. Based on the imaging evaluation, the physician¿s observation for a kink and compression of the contralateral leg component in the right iliac artery was confirmed. No defects on the device were noted from the imaging evaluation. The cause for the reported kink and compression of the device could not be determined with the available information.